Event description:
Received information stating patient was hospitalized due to high bg's (500) and dka. It was found that there was a kink in the line.

Manufacturer narrative:
No product has been returned for evaluation. It is unknown if infusion set used is one distributed by tandem. Should new information become available a follow up MDR will be submitted.